Event description:
It was reported that the programmer displayed a warning message that the programmer was overheated and would shut down. It was noted that the cooling fans did appear to be operational. The programmer was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) programmer first booted to a system error. After further investigation, the programmer did have a power supply overheat message; display assembly found out of electrical specification. Low battery condition found; printed circuit board assembly found out of electrical specification. Left keyboard hinge is broken. Keyboard is pulling apart. (B)(4) rf (radio frequency) head would not interrogate; uplink tests out of specification; rf head cable found out of specification.